Event description:
It was reported the snap-tab device was broken. To patient line and to IV set line are both cut by the customer.

Manufacturer narrative:
Device has not been received for evaluation.